Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "calling for frequent helium loss 2 alarms after placement in ccl". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is unknown.

Manufacturer narrative:
Qn# (B)(4). The serial number on the returned sample is (B)(6) . Returned for investigation was a 40cc 8.0fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. Returned with the sample was supplied 40cc in-flation driveline tubing; no damage or abnormalities were noted to the returned inflation driveline tubing. Upon return, a non-teleflex teflon sheath was noted on the iabc. The one-way valve was teth-ered to the short driveline tubing. The iabc bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned iabc. No obvious blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned sample. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The fos (sc) connector was connected to the iabp and the iabp zeroed the iabc. The pump status displayed "ok" indicating the fiber is fully intact. The iabc central lumen was aspir ated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was submerged in water and leak tested using a manual inflation method, i.e. Using a syringe of air to inflate the helium pathway. An external leak was immediately detected from the bifurcate around the fos adhesive. Upon microscopic inspec-tion, an external leak occurred from the fos adhesive bond at the bifurcate consistent with showing a void. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for the "frequent helium loss 2 alarms" is confirmed. During the investigation, an external helium leak was c onfirmed from the iabc bifurcate fos adhesive, which caused the reported complaint. Based on a review of the device history record (DHR), the product met specifi-cation upon release; however, the specifications were not met during the complaint investigation due to the leak at the bifurcate fos adhesive. The probable root cause of the bifurcate fos adhesive leak is manufacturing related. A corrective and preventive action (CAPA) has been initiated to address the issue

Event description:
It was reported "calling for frequent helium loss 2 alarms after placement in ccl". Additional informaiton states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is unknown.